Event description:
The product was used during a lvr procedure. Reportedly, the instrument did not fire and was difficult to open. The surgeon resected the damaged tissue at the application site and applied another device to complete the procedure. The hosp has reported the pt's condition is satisfactory.